Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 403 mg/dl. The customer stated that she had just completed insulin pump training and needed assistance with the bolus feature. The customer was assisted with programming the bolus wizard. The customer indicated that she needed to deliver a bolus for 45 insulin units but could only deliver 25 units. It was advised to give the 25 unites and give the remainder with manual injection. The customer would call back if additional help is needed. The insulin pump will not be returned for analysis.